Event description:
It was reported by an attorney for the pt, that he was requesting information of "otismed knees' and that he was investigating "medical related matters".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.